Event description:
Dealer states the end user said it is really sensitive, if someone bumps the arm it will release the brakes as if it will allow the chair to move. No injury, dealer could not provided any further information.